Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead dislodgement was observed on x-ray. Loss of capture and sensing was also noted. The patient is stable. Lead remains implanted.

Event description:
New information received notes that undersensing was observed. The lead was repositioned the following day. The non-pacemaker dependent patient was stable before, during, and after the procedure.